Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose value at the time of admission was 28 mg/dl. Customer stated that the significant event leading to the admission was: customer gave himself too much insulin. Customer also received a weak battery alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.